Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the griper actuation issue. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na

Event description:
This is being filed to report gripper actuation. It was reported that during preparation of a clip delivery system (cds), only one gripper arm was lowering and the other gripper was raised. Troubleshooting was performed but failed. The cds was not used in the patient and the procedure was successfully completed with another cds. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.